Manufacturer narrative:
Sorin group (B)(4) manufactures sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative learned that the reported issue did not trigger a pump stop. The service representative evaluated the device and confirmed the reported issue. The flow board was replaced to resolve the reported malfunction and subsequent testing did not identify further issues. A review of the dhrs did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on-site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed no flow measurement on the panel of the during a procedure. There was no report of patient injury.